Manufacturer narrative:
(B)(4).

Event description:
It was reported during the installation of the device, upper out of range impedance was observed. The lead would not stay connected within the device. The device was removed and a new device was implanted instead. No adverse complications were detected.